Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included morbid obesity, postpartum depression, cervical incompetence and genital herpes. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2000 to 2015 and mirena from 2010 to (B)(6) 2015. Concurrent conditions included trichomoniasis. Concomitant products included alprazolam (xanax), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: I have frequent outbreaks all over since essure"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), allergy to metals ("nickel allergy / I have been allergic to nickel since I was a child") and uterine pain ("pain in my uterus"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain lower, vaginal haemorrhage, vaginal infection, anxiety, rash, migraine, headache, anaemia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, depression and uterine pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity, postpartum depression, cervical incompetence, genital herpes and anxiety. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2000 to 2015 and mirena from 2010 to (B)(6) 2015; for an unreported indication: celexa and depo provera. Concurrent conditions included trichomoniasis, vaginal discharge, chest pain, bacterial infection, anemia, pelvic pain female and paratubal cyst. Concomitant products included alprazolam (xanax), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: I have frequent outbreaks all over since essure"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), allergy to metals ("nickel allergy / I have been allergic to nickel since I was a child") and uterine pain ("pain in my uterus"). The patient was treated with surgery (ablation,laparoscopic bilateral salpingectomy and bilateral cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, abdominal pain lower, vaginal haemorrhage, vaginal infection, anxiety, rash, migraine, headache, anaemia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, depression and uterine pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 257 lbs. Trailing coils: left 3 and right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medial records: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received. Reporter information, other relevant history, explant date and surgery type added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. D06930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included obesity, postpartum depression, cervical incompetence and genital herpes. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2000 to 2015 and mirena from 2010 to (B)(6) 2015. Concurrent conditions included trichomoniasis. Concomitant products included alprazolam (xanax), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash generalised ("rashes or skin conditions type: I have frequent outbreaks all over since essure"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), allergy to metals ("nickel allergy / I have been allergic to nickel since I was a child") and uterine pain ("pain in my uterus"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain lower, vaginal haemorrhage, vaginal infection, anxiety, rash generalised, migraine, headache, anaemia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, depression and uterine pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, rash generalised, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 257 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.